Event description:
It was reported that there was an unknown shoulder revision for unknown reasons. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis, due to location of device is unknown; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b5; d1; d4; d6; e1; g4; h2; h3; h4; h6: h10 h6: proposed component code: mechanical (g04) - head. The reported event could not be confirmed due to lack of product and information. No product was returned or pictures provided visual and dimensional evaluations could not be performed. Medical records were not provided. The device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a reverse shoulder revision approximately 10 months post-implantation due to dislocation. During the revision, the baseplate, tray, and bearing were removed for the dislocation, and new components were realigned and implanted. Implants from different systems were used. As closure was initiated, the incorrect bearing selection was recognized and the bearing was exchanged intra-operatively for the correct implant prior to final closure. Attempts have been made and no further information has been provided.